Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. Should additional information become available, a follow-up report will be filed.

Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was not confirmed due to lack of sample. Based on the information gathered during baxter's investigation, the root cause of the report could not be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 (air in set) and se 2367, which occurred on the homechoice (hc) during use during initial drain. The patient was connected. The baxter technical service representative (tsr) explained the alarms and had the patient cycle the power on the hc twice to clear the alarms. The tsr explained that the patient would need to start over with new supplies. The tsr reviewed proper procedures per the user manual with the patient and advised the patient to call the nurse within the next twenty four hours. The patient would start over with new supplies and contact their nurse. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report. Baxter (B)(4) contacted the patient on (B)(6) 2011 regarding the reported se 2240. The patient stated they did not notice any visible damage or abnormalities with the supplies in use, and did not know how air might have got into the lines. When the patient started over with new supplies they were able to resume therapy successfully. The patient stated they did not talk to their nurse about the alarm because the nurse was not there when they called. Baxter (B)(4) recommended informing the nurse of air in set alarms. There was no patient injury or medical intervention reported.